Event description:
It was reported that the patient complained of a 'sharp, shooting pain' in the neck, followed by a thumping sensation, occurring every night at the same time. The patient was seen by the physician, who tested the device, determining that the symptoms were present during left ventricular (lv) pacing. It was suspected that the symptoms were related to a nightly capture management test. The lv capture management was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).